Manufacturer narrative:
Concomitant medical products: model: 429888, lead; implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had dislodged and displayed high thresholds and undersensing. A lead revision procedure was completed, and the lead remains in use. No patient complications have been reported as a result of this event.